Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) of a clinical study regarding a patient's implantable neurostimulator (ins). It was reported the patient had high impedance in the left stn. No actions were taken to resolve the issue. The issue was unresolved with no further actions planned. No symptoms or complications were reported or anticipated.